Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, on suturing, it was very hard to load the product and after many trials they succeeded to reload it, but the needle was detached so they needed to change the suture 5 times and the handle as well to complete the case. The components did not fall into the cavity of the patient. There was no patient injury.